Event description:
Reportable based on device analysis completed on 07-mar-2022. It was reported that crossing difficulties were encountered. The patient presented with severe chest pain. Vascular access was obtained via the radial artery. The 95% stenosed, 3.00 x 32mm, eccentric, de novo target lesion with a significant bend of >45 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.00x32mm promus element plus drug eluting stent was advanced for treatment. However, the stent could not cross the lesion. The procedure was completed with another device. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
The promus element plus,mr,ous 3.00x32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.